Event description:
It was reported that since the syringe was defective, upon injecting water using the syringe to inflate the balloon, the water leaked from the connection.

Manufacturer narrative:
The reported event was confirmed as supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. A device history record review was not required as a closure letter was not required. The reported event was understood, characterized, and confirmed as unrelated to the labeling issue. It was confirmed related to a supplier, therefore labeling review was not required for this reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that since the syringe was defective, upon injecting water using the syringe to inflate the balloon, the water leaked from the connection.